Event description:
The customer reported the autopulse platform (sn (B)(6)) can't power on. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the customer reported the autopulse platform (sn (B)(6)) can't power on. The autopulse li-ion battery that was used is performing as intended in other platforms. No patient involvement.

Manufacturer narrative:
B5 (describe event or problem) and h6 (adverse event problem) was corrected. The customer reported a complaint that "the autopulse platform (sn (B)(6)) can't power on" was confirmed during functional testing. The root cause for the reported complaint was the failed pca processor board and power distribution board (pdb). During visual inspection, unrelated to the reported complaint, some of the screws were observed to be missing from the platform's cover. This appeared to be characteristic of user mishandling. Visual inspection confirmed that the platform enclosure was opened and repaired by unauthorized personnel. The screws will be replaced to remedy the issue. Also unrelated to the reported complaint, the encoder drive shaft did not rotate smoothly and exhibited binding and resistance, likely due to a sticky clutch. The impact of a sticky clutch was not severe enough to make the platform non-functional. The likely cause for the sticky clutch could be due to normal wear and tear. The clutch plate will be deburred to address the observed problem. The data archive could not be retrieved due to the platform failing to power on. The autopulse platform failed functional testing due to the device failing to power on; thus, confirming the reported complaint. The processor pca assembly and pdb will be replaced to remedy the problem. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for autopulse platform with sn (B)(6).